Event description:
I had lapband placed in 2009 and never lost weight. I had vomiting with most meals and wound up with a large hiatal hernia and scar tissue. I had it removed. It should be taken off the market.